Manufacturer narrative:
Device evaluation summary: technical services evaluated the product and confirmed te image issue. Technical services fully charged the monitor, connected the ranger 3-4 baton, and powered the device on. The device powered off prematurely after a few minutes. The monitor rear shell battery kit was replaced due to this failure. Certified, cleaned, and tested. Service complete. Returning device to the customer. Customers are warned to inspect the product before and after every use to determine when the device begins to show signs of wear. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
Customer reported that during patient procedure, the ranger monitor had no image on screen when blade/ baton is attached. No patient or user death or injury reported.